Event description:
It was reported on (B)(6) 2011, that both pena probes were not giving readings. The customer's old pena probe gave an accurate reading so they knew it was not the pena stimulator causing the problem. Additional clinical info was requested from the customer and on (B)(6) 2011, the customer provided the following info. Both probes were used on the same pt (B)(6). The setting on the generator was up to 140 per surgeon with the new probes and no muscle stimulation occurred. The old probe was then used at a setting of 20 and it worked fine. The problem occurred upon initial use with each new probe. There was no delay in the procedure since the customer had the old probe available for use. There was no pt injury reported.

Manufacturer narrative:
To date, the device involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.